Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the entire drawer was off the bus because of a bad interface board that prevented anyone from accessing medication. A field service engineer stated that there was a delay in dispensing medication. A field service engineer replaced the t-board for main drawer 4 and replaced the drawer controller board for drawer 4.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawers 4.1 and 4.2 all cubies were not detected on the communication bus. The customer added that the device had experienced another error upon reboot: "cannot open the database 'dsclientoltp' requested by the login. The log in failed for user 'kpyxpc-multispe\cfnadmin'" there were no adverse events or injuries reported based on this event.